Manufacturer narrative:
The device was returned; however, customer allegation was not confirmed. There were few additional findings. Scope connector had corrosion due to water leakage. The universal cord had a dent. Due to a dent on channel tube, channel cleaning brush cannot inserted smoothly. Due to damage, switch one (1) does not work. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the image from the bronchovideoscope disappeared and the scope had to be changed due to the issue. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although the reported issue was not confirmed, it is likely the event was caused by one of the following: a defective image sensor unit, a failure of the internal circuit board inside the video connector, and/or a system failure. Olympus will continue to monitor field performance for this device.